Event description:
The patient experienced increased baseline spasticity. There were no pump alarms. A rotor and dye study were done (dates not reported) and no problems were found. It was confirmed that there were no volume discrepancies. An indium study was recommended. On (B) (6) 2010, an indium study was done. The scans showed the entire pump "lit up" as if indium had leaked into the pump pocket. No dye was ever seen in the catheter or spine. Upon opening the pump pocket site, the physician aspirated a clear fluid from the cap (catheter access port) while the catheter was still connected to the pump. It was decided the pump must be the source of the problem, so the physician decided to replace the pump. Before disconnecting the catheter from the old pump he saw clear fluid dripping from the pump near the area where it was connected to the catheter. He then realized that the plastic covering was broken an there was a hole, so the pump internal mechanics were ok, the sutureless part of the catheter was ok, but the hub of the pump where the catheter hooks onto the pump was broken, so the lioresal and indium had been leaking into the pump pocket. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.